Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided. (B)(4).

Event description:
It was reported that this right atrial (ra) lead was part of a system revision due to infection with sepsis. Reportedly, the patient was treated with intravenous antibiotics and was scheduled for surgical pocket irrigation. Additional information from the field representative indicates that the incision revision was performed successfully and healing has been confirmed by surgeon a week post operatively. Furthermore, antibiotic seeds were implanted in the subcutaneous tissue prior to incision closure. There were no additional adverse patient effects reported. The ra lead remains in service.